Event description:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to ((B)(4)). Complaint info was received by (B)(6) from (B)(6) and forwarded to qa. Complaint details were added to (B)(6) by (B)(6). Department of radiology at (B)(6) for (B)(4) (lot no. 403229r001) x 1ea. Pretesting latex balloon was competent but the failure of the balloon deflation occurred in use.

Manufacturer narrative:
This case has been reviewed, and deemed a malfunction. Based on current info, recurrence of this malfunction would likely lead to a serious adverse event because medical intervention and sometimes surgical intervention is required to prevent serious injury. Reported to FDA on (B)(4) 2013.